Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels of 385 mg/dl to "high" on the continuous glucose monitor. Bg cause was unknown. Bg was addressed via a correction bolus, supply change, and a manual dose injection. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. A replacement pump was sent to resolve the issue.